Manufacturer narrative:
New test strips and control solutions were sent to the patient to resolve their concern. The device associated with this incident was not returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient stated that they received a very high reading on their blood glucode meter. The patient contacted their physician through their member portal. Due to the readings, the member's physician increased the patient's medication dose. The member did not state having a negative outcome due to the increased medication dose. It was noted that the patient's test strips were expired.